Event description:
The graft was placed into tortuous anatomy. Between the end of the procedure and the one month follow-up it is believed that the tortuous anatomy caused the main body graft and the left iliac leg graft to pull apart. Two iliac leg extension were placed to bridge the gap.